Manufacturer narrative:
(B)(4). Batch # u5d540. (B)(4). Device analysis: the analysis found that one psee60a device was returned with a trocar unknown inserted in the device and with the anvil bent upwards. One gst60w reload present. The reload was received partially fired 4/5. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, locked jaw. Right after closing on vessel, surgeon wanted to adjust the position of staple but could not open the jaw. There were no patient consequences.